Event description:
A healthcare professional reported that the surgeon had difficulty in docking causing multiple attempts to dock because of patient anatomy. The loosening the conjunctiva and it slipped in the suction ring creating an incomplete flap during lasik procedure in left eye of the patient. The procedure was not completed. A healthcare professional reported that the surgeon had difficulty docking due to the patient's anatomy, causing multiple attempts. The conjunctiva loosened and slipped into the suction ring, creating an incomplete flap during the lasik procedure on the patient's left eye. The procedure was not completed, and the patient will be allowed to heal before undergoing photo refractive keratectomy procedure on the left eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified after the surgery date. Latest preventive maintenance confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the total treatment duration was around five minutes and nine seconds. The surgeon lost vacuum one, two times and vacuum two, twice during the docking process/before the treatment. Suction ring and patient interface was docked three times onto the patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Above mentioned is also confirmed by treatment report showing a decentered docking, fluid under patient interface and long suction time. The root cause can be concluded as user handling related. The manufacturer internal reference number is: (B)(4).